Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pods adhesive had separated from the pod infusion site (arm), causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the download data showed that the device generated several timeouts throughout the run. No drive stalls or alarms were observed. The device could not be rerun due to several communication errors. Fluid path testing found fluid able to flow through the complete fluid path as intended. Inspection of the needle mechanism found no damages or defects. The exact cause of the reported dislodged cannula could not be determined. The adhesive pad was returned attached to the device. Inspection of the adhesive pad and its welds found no damages or defects that would have contributed to the reported adhesive malfunction. The cause of the reported adhesive malfunction could not be determined. Resistance was observed when manually rotating the ratchet gear. Inspection of the drive mechanism found a brass shaving on the ratchet gear. Inspection of the lead screw and tube nut found a portion of the lead screw to be damaged, which would have contributed to the observed timeouts during the device's run.